Event description:
I use a tandem t-slim insulin pump. I use autosoft 30 infusion sets. I started having problems with infusion set failures a few months ago but did not realize that some of the infusion sets were defective. On two occasions I had very high blood glucose levels because I did not realize the infusion sets were an issue. I reported the problem to tandem on two occasions but they have not fixed the issue. Today as I was changing my infusion set, I noticed yet again that I had a faulty set. Specifically, the guiding needle that introduces the cannula under my skin, was recessed into the cannula by several millimeters, making the infusion set unusable. Tandem pumps should be addressing this problem. Defective infusion sets lead to serious episodes of hyperglycemia and dka (diabetic keto acidosis). Reference reports: mw5154143, mw5154145.